Event description:
It was reported, the video system center had a fault error indicating to clean the connection of the camera that was connected to the processor. The issue occurred during laparoscopic therapeutic procedure. The intended procedure was completed using ta similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting: the customer tried on another camera head and unfortunately had the same image connection issue. The customer then decided to replace the processor and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated d9 (device availability) and h4 (device manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.